Event description:
Revision surgery was required after apollo cervical plate cephalic screws are broken bilaterally, and the caudal locking mechanism is broken. The original surgery date was (B)(6) 2023. A successful revision surgery has been completed on (B)(6) 2024.

Manufacturer narrative:
No non-conformances were found during the review of apollo device history records nor during the engineering examination of returned products. A root cause could have not been determined this time.